Manufacturer narrative:
Reportedly, the explantation date is end of (B)(6) 2017. Approximated to (B)(6) 2017.

Event description:
Reportedly, the elective replacement indicator (eri) was reached 7 months earlier than expected whereas no changes in the device settings were performed. The device was explanted but is not available for analysis.

Event description:
Reportedly, the elective replacement indicator (eri) was reached 7 months earlier than expected whereas no changes in the device settings were performed. The device was explanted but is not available for analysis.